Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date) issue. The reporter claimed the pump's date was incorrect and had to be updated manually. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis 12/10/2013 with the following findings: a review of the pump history showed that the time and date was manually changed on 08/22/2013. The pump history showed call service alarms which record with the default date and time. The time and date was accurately set at the start of investigation. The pump performed rewind, load and prime steps with no alarms occurring. The pump was exercised for 24 hours on a one 1 unit per hour basal rate. The battery was removed and reinserted 23 hours later. The pump time and date did not reset to the default settings. The pump was opened to investigate and the internal clock battery was found to be leaking.

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Additional information: the reporter noted that the date was off by a day on the diasend download, and determined that the reason for that was that the date on the pump was off by a day. The reporter confirmed that the time on the pump was correct, and confirmed that the time and date did not reset to default settings when the pump was rebooted. Customer technical support was unable to determine why the date on the pump was off by a day.